Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. The proximal part of the catheter could not be infused the medicine. The next week improved, however, the distal part of the catheter could not be infused the medicine and the catheter occlusion continued. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch was submitted, upon further review it was found that this medwatch is a duplicate file and has been voided. The original event was submitted on medwatch 3006260740-2021-04427.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. The proximal part of the catheter could not be infused the medicine. The next week improved, however, the distal part of the catheter could not be infused the medicine and the catheter occlusion continued. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.